Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to discuss diabetes management with a health care professional.